Manufacturer narrative:
Additional information received confirmed this event as non- integration event associated with infection and bone loss. As a result, a summary investigation report has been completed. Monthly summary investigations completed to date for non-integration/loss of integration events concluded that in the absence of any design or manufacturing related causes associated with the implant, non-integration and loss of integration failures are likely the result of biological factors, as well as surgical technique and loading conditions. Due to the wide range of external (non-design / non-manufacturing related) variables potentially impacting osseointegration, identifying definitive causes for each event is generally not possible. A lack of complete information regarding the specific usage conditions involving the implant devices (i.e. Patient conditions and factors (osteoporosis, smoker, etc), the implant placement protocol/technique used, and implant loading conditions) from the complainant is also a contributing factor. Should additional information be received which indicates that the device(s) may have caused or contributed to the event, including adverse monthly trending data, an additional report will be submitted. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
Additional information received confirmed this event as non- integration event.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k113753, k112160. Device evaluated by MFR: device not returned.

Event description:
It was reported that a patient developed an infection after three weeks of implant (tmtwb11) placement. Doctor reported a mobile implant and implant was removed. Site was bone grafted. Tooth location 30.